Event description:
It was reported that patient presented in emergency department. It was noted that right ventricular (rv) lead exhibited high defibrillation impedance. Programming changes were made, and lead is being monitored. Patient condition was stable.